Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used within the right main stent bronchus, during a stent placement procedure on (B)(6), 2011.according to the complainant, the patient's anatomy was not tortuous, however, pre-dilatation was performed prior to the procedure. During the procedure, the physician was only able to deploy half of the stent. There were no visible issues reported, and the deployment suture did not get caught or break. Reportedly, there was no resistance experienced during insertion of the device. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex tracheobronchial covered stent.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4):a visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 20 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that the shaft was kinked at 86 mm proximal to the distal tip. No other issues were noted with the device. Based on the evaluation conducted, no definitive root cause could be determined.a review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.